Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that when the rn received the mycophenolate (cellcept) chemotherapy medication bag from the pharmacy, the rn noticed that some of the medication had leaked inside the chemotherapy safe bag. The rn returned the IV bag to the pharmacy for review and request a new IV bag. Upon the pharmacy assessment, it was found that the tubing set leaked from the upper fitment. The chemotherapy infusion was to begin at 1400, however it was not started until 1615 due to the delay in preparing a new bag causing a 2-hours and 15 minute delay in medication administration. Although there was no patient involvement at the time of the event, the customer stated that there was a 2 hour and 15 minute delay in the timing of the chemotherapy infusion due to the pharmacy having to remake the IV medication bag and send back to the unit for infusion purposes. The patient was an adult patient and the delay in treatment did not cause any serious impact to the patient or require a prolonged stay due to the event.

Event description:
It was reported that when the nurse received the mycophenolate (cellcept) chemotherapy medication bag from the pharmacy, it was noticed that some of the medication had leaked inside the chemotherapy safe bag. The nurse returned the IV bag to the pharmacy for review and to request a new IV bag. Upon the pharmacy assessment, it was found that the tubing set leaked from the upper fitment. The chemotherapy infusion was to begin at 1400, however; it was not started until 1615 due to the delay in preparing a new bag causing a 2 hour and 15 minute delay in medication administration. Although there was no patient involvement at the time of the event, the customer stated that there was a 2 hour and 15 minute delay in the timing of the chemotherapy infusion due to the pharmacy having to remake the IV medication bag and send back to the unit for infusion purposes. The patient was an adult patient and the delay in treatment did not cause any serious impact to the patient or require a prolonged stay due to the event.

Manufacturer narrative:
Continued from d11-100ml baxter bag, lot: p394098, exp: dec20, mycophenolate in 5% dextrose. Additional information added to: d2, d4, d10, d11, & g5. The customer¿s report the tubing set leaked from the upper fitment was confirmed due to small hole damage on the silicone tubing of the pump segment. However, the damage was observed near the lower fitment of the pump segment. Functional testing found that the set leaked from the bottom of the silicone segment. Closer inspection under a lab microscope observed that the leak is due to a small hole on the silicone segment. Slight damages were observed at the lower fitment¿s ring retainer near the observed hole in the silicone tubing. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. The set was pressure tested while submerged underwater. Air pressure confirmed leak at the silicone tubing was observed but no other leaks were noted at the upper fitment or throughout the set. The root cause of the hole damage could not be definitively determined.